Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included excessive menstruation and stomach pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), insomnia ("can't sleep"), fatigue ("sick of being exhausted"), pain ("pain every where") and headache ("headaches"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the pain and headache outcome was unknown. The reporter considered device expulsion, fatigue, headache, insomnia and pain to be related to essure. Concerning the injuries reported in this case, the following one was reported from social media report: device expulsion, fatigue, headache, insomnia and pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("24 hours post op") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure device). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported from social media report: medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included excessive menstruation and stomach pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), insomnia ("can't sleep"), fatigue ("sick of being exhausted"), pain ("pain every where") and headache ("headaches"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the pain and headache outcome was unknown. The reporter considered device expulsion, fatigue, headache, insomnia and pain to be related to essure. Concerning the injuries reported in this case, the following one was reported from social media report: device expulsion, fatigue, headache, insomnia and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received: reporter information was added. New events were added: coil in uterus, can't sleep, sick of being exhausted, pains everywhere. Event medical device removal deleted. On (B)(6) 2020: social media received. New events added: headaches. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.